Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-15, additional information was received from the manufacturer representative (rep). The rep reported that the replacement surgery has not yet been scheduled as the physician will be out for a couple of weeks. The surgery was expected to take place sometime in march.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The reporter believed there were 3 drugs in the pump but was unsure what they were. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The reporter was not sure what exact date the stall occurred but that it was currently in an active stall. The patient did not recently have an MRI. Per the company representative, they were not with the patient and was trying to get the telemetry strip from the healthcare provider. The company representative planned to follow up with the healthcare provider regarding emi and would review the motor stall considerations recommended if an environmental cause was not determined. No patient symptoms reported and no further complications were not reported or anticipated.

Manufacturer narrative:
(B)(4); analysis of the pump ((B)(4)) identified residue in the motor gear train. Analysis identified wearing on the upper shaft wear of gear number one and wearing on the upper shaft of gear two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-14, additional information was received from the manufacturer representative (rep). It was reported the physician was r eplacing the pump and planned to do a catheter revision on the date of this report. On (B)(6) 2019, additional information was received that the catheter was replaced due to the physicians discretion so the patient could have an entirely new system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-05, additional information was received from a manufacturer representative (rep). It reported the pump contained hydromorphone (14 mg/ml, 7 mg/day), bupivacaine (7 mg/ml, 3.5 mg/day) and clonidine (15 mcg/ml, 7.5 mcg/day). The motor stall occurred on (B)(6) 2019 at 3:23 am. The cause of the stall was unknown. Surgical replacement has been scheduled.